Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
A father reported on behalf of his daughter that the strings of the tampons are coming out upon removal. His daughter used two tampons and upon removal the strings pulled out of both tampons. She was able to remove both tampons and did not seek medical attention.